Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the¿patient was not getting a 50% reduction in symptoms. They had also always felt stimulation down their leg. The option to try a different program was reviewed and it was suggested they keep a voiding diary. The patient planned to try changing the program on their own.